Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed product met mfg specifications.

Event description:
Reporter indicated that the generator setscrew stripped out while attempting to turn the torque wrench during an implant surgery. Another generator was used to complete the surgery. There was no effect on the pt. Product was returned and evaluated. The stripped setscrew was confirmed. There was nothing found on the generator that could have contributed to the stripping of the setscrew.